Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. No critical pump error open book image alarm noted. The power management tool shows the backup battery loaded voltage and unloaded voltage are within the specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm during our testing. The pump was monitored for two days, the battery was removed, powered unit off and reinserted battery several times during the monitoring period. The pump powered up properly and no unexpected battery errors or lost settings occurred. Activated and then deactivated the suspend feature; the delivery suspended successful and delivery resumed successful notifications displayed properly. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error twice. Customer's blood glucose level was 145 mg/dl. The customer received 5 pump errors followed by a failed battery test alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.